Event description:
It was reported that the right ventricular (rv) lead was oversensing due to an apparent lead fracture. The lead was capped. The replacement rv lead had positioning/fixation difficulty due to a helix that would not extend. This lead was not used. Another rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed, and no anomalies were found. There was blood/body fluid in the distal conductor (not obstructed), in/on the helix mechanism and the sleevehead. The tip seal was observed to be out of position. (B)(4) no anomalies found (B)(4) full lead

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.